Manufacturer narrative:
Conclusion of cer (B)(4): the analysis of hamilton medical ag comes to the following result: no technical faults according to the log files as well no ventilation stop logged. Information missing. Investigation ongoing. Conclusion: investigation ongoing. Cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: ventilation failure without alarm at c6 sn (B)(4) uniklinik dresden. Since the patient was marginal, the suction maneuver was not started. The patient was not disconnected. Goose gargle was aspirated via contra-angle handpiece. After completion of suctioning, the device stopped ventilation, the screen was on, and there was no alarm. In the further process, in the presence of a nurse who did no action on the device, the device again set ventilation, screen was on, values were displayed, no turbine activity, no alarm. Incident (B)(6) 2022 before 16.40 o'clock. Patient dropped to 40% with saturation, device was exchanged for t1 after 4:40 pm. Patient not deceased but serious emergency situation

Manufacturer narrative:
Conclusion of (B)(4): the log file analysis shows no technical errors and also no ventilation stop on the day and period mentioned. Based on the log files, it can be concluded that the ventilation was not started by the user. The service software was run and all tests were passed. No abnormalities. The unit is back in use.

Event description:
The following was reported to hamilton medical ag: ventilation failure without alarm at c6 sn 5255 uniklinik dresden. Since the patient was marginal, the suction maneuver was not started. The patient was not disconnected. Goose gargle was aspirated via contra-angle handpiece. After completion of suctioning, the device stopped ventilation, the screen was on, and there was no alarm. In the further process, in the presence of a nurse who did no action on the device, the device again set ventilation, screen was on, values were displayed, no turbine activity, no alarm. Incident (B)(6) 2022 before 16.40 o'clock. Patient dropped to 40% with saturation, device was exchanged for t1 after 4:40 pm. Patient not deceased but serious emergency situation.

Event description:
The following was reported to hamilton medical ag: ventilation failure without alarm at c6 sn (B)(6) uniklinik dresden. Since the patient was marginal, the suction maneuver was not started. The patient was not disconnected. Goose gargle was aspirated via contra-angle handpiece. After completion of suctioning, the device stopped ventilation, the screen was on, and there was no alarm. In the further process, in the presence of a nurse who did no action on the device, the device again set ventilation, screen was on, values were displayed, no turbine activity, no alarm. Incident 13.11.2022 before 16.40 o'clock. Patient dropped to 40% with saturation, device was exchanged for t1 after 4:40 pm. Patient not deceased but serious emergency situation.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was either in preparation or already in use. The root cause most likely a thin wall thickness from the foam shell. In consequence the base mould pn 160671 was replaced via rga procedure. There was no patient or user harm reported.